Event description:
It was reported that during a tep inguinal hernia repair of the right side using an oms-t10sb trocar balloon, the balloon rubber at the entry area disengaged when the surgeon attempted to place mesh through the trocar. The procedure was laparoscopic, and the issue occurred when the mesh was being placed through the trocar for insertion into the patient. The surgeon repositioned the rubber stopper to continue the surgery, inserting the mesh while the stopper was off, then repositioning it back on the trocar to proceed with the operation. The surgery was completed without further problems, and no additional operation was planned to correct the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A video was also provided. Visual inspection noted that the return video shows the surgeon removing the main valve seal with forceps. The images depict the surgeon removing the main valve seal with forceps. It was reported that the seal disengaged. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.